Manufacturer narrative:
Philips service replaced the 5v signal power supply and screen display and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the monitors intermittently flickered images were not visible on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.